Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the jaws were stuck on tissue when the issue occurred and they used another instrument to pry open the jaws. There was no adverse effect to the tissue and no unexpected tissue removal. It is unknown if the instrument was in strong mode or if there was any instrument collisions. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument's jaw didn't want to open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tang near the base of the grip tip. The grips were not found to be cracked. The complaint regarding the jaw did not want to open was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.